Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing due to lead noise on the atrial channel were observed. Increased pacing lead impedance and capture thresholds were also noted. Lead revision was suggested.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.6 cm was returned for analysis. External insulation abrasion was noted at 43.7-43.8cm and 44.7-45.6cm from the distal tip, consistent with lead friction to the ICD can.

Event description:
New information received: device was explanted. No further information available.